Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
The customer contact reported the patient received more medication than intended. The pump was programmed to deliver an unspecified concentration of heparin. No specific patient information, pump programming, or event details were provided; however, there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.